Event description:
The patient had her device removed due to infection. The patient had both (B) (6) and (B) (6). She planned to have another implant placed once she healed. Additional information was requested.

Manufacturer narrative:
(B) (4).